Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the product has not returned to j&j medtech orthopaedics; however, a photo was provided for evaluation. Visual inspection of the returned photo found the first plate deployed at the distal end of the shaft. The trigger was in a normal activated position. No other anomaly could be observed. The overall complaint was confirmed as the observed condition of the truespan 12 degree plga would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure; it is possible that the red trigger was unintentionally activated and consequently cause the plate detachment. As per instructions for use (IFU); use instructions are provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an arthroscopic rotator cuff repair (arcr) procedure for the left knee it was observed that the needle of the truespan 24 degree plga device broke off. It was reported that any foreign bodies within the joint were removed and the surgeon confirmed that no foreign bodies were remaining in the body. The surgeon then used a truespan 12 degree plga device, however, the device was unable to be deployed because the suture became caught. Another device was used to complete the procedure. It was reported that there was a less than 30-minute delay in the procedure due to the event. There were no adverse consequences to the patient. No additional information could be provided. This is report 2 of 2 for (B)(4).